Manufacturer narrative:
This product is not marketed in the us. Patient code: (B)(4) secondary surgical intervention (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6, -10.00 diopter implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was removed due to low vault. It was reported that an exchange for a longer length lens was peformed and the problem was resolved. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Device evaluation: lens was returned dry, in micro-centrifuge vial, clear surgical residue on product. Visual inspection found no visible damage to lens and residue on the lens. Claim# (B)(4).